Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h11 7 previously reported events are included in this follow-up record. Product return status 7 devices were received.

Event description:
This report summarizes 7 malfunction events in which the device reportedly overheated. - 3 events had the problem identified during a non-clinical procedure; there was no patient involvement. - 3 events had the problem identified before clinical use/exposure; there was no patient involvement. -1 event which had a mild injury, illness or impairment which can be treated with minimal or no intervention.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale. Corrected data: b5, h1, h6, h11. 6 events were originally reported for this failure mode during the reporting quarter; however, 1 event was inadvertently excluded. 7 reported events are included in this follow-up record. Product return status: 6 devices were received. 1 device investigation type has not yet been determined.

Event description:
This report summarizes 7 malfunction events in which the device reportedly overheated. 4 events had the problem identified during a non-clinical procedure; there was no patient involvement. 2 events had the problem identified before clinical use/exposure; there was no patient involvement. 1 event which had a mild injury, illness or impairment which can be treated with minimal or no intervention.

Event description:
This report summarizes 6 malfunction events in which the device reportedly overheated. 3 events had the problem identified during a non-clinical procedure. There was no patient involvement. 2 events had the problem identified before clinical use/exposure. There was no patient involvement. 1 event which had a mild injury, illness or impairment which can be treated with minimal or no intervention.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 6 events were reported for this quarter. Product return status: 5 devices were received. 1 device investigation type has not yet been determined. Additional information 6 devices were not labeled for single-use. 6 devices were not reprocessed or reused.